Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the procedure & event date? No further information is available. What is the lot number? Unknown; rkmmqu. How many devices present the issue (breakage suture)?. Ty of product involved: 1 or 2. Device return follow up. Qty to be returned: 2 or 3. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01010.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while suturing. There were no patient consequences reported. Another like device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/10/2022 h6 component code: g07002 no device problem found h3 investigational summary: one opened box with one packet of product code z493g was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 additional investigational summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only an empty opened foil was received. A manufacturing record evaluation was performed for the finished device lot number rkmdqu, z493g and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device rkmmqu/ w740g55batch number, and no non-conformances were identified. Expiration date: aug/31/2026 date of mfg.: sep/24/2021 a manufacturing record evaluation was performed for the finished device lot number rkmdqu, z493g and no non-conformances were identified. Mfg. Date - sep/8/2021 exp. Date - aug/31/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.